Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a loss of ventricular capture while pacing and increased thresholds. This behavior occurred even following a lead revision.